Event description:
The customer reported an intermittent loss of video/live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller was replaced and the circuit boards and video chips were reseated. The system was then found to be operating as intended.